Event description:
The manufacturer received info alleging a ventilator was alarming fro circuit disconnect. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.